Event description:
The vns therapy exacerbated the pt's myoclonic jerks and that normal mode output current had subsequently been programmed to off for more than a year. Magnet mode output current was still active, but the pt reportedly never used their magnets to initiate magnet mode stimulation. While the pt was at school recently, they experienced a coughing spell, after which the device reportedly stimulated erratically. It was reported that the pt's device seemed to be stimulating about every ten minutes, as evidenced by the pt's jerking reaction. The pt had reportedly been in their normal environment. Magnet mode stimulation was subsequently programmed to off as a result of the recent erratic stimulation episode. Additionally, the pt's family member reported a previous episode where review of magnet activation history revealed more magnet activations that were initiated by the pt. It was reported that the additional magnet activations occurred during the night while the pt was asleep. When asked what was done to resolve the situation, the family member indicated that "it just went away." There are no plans to re-initiate device stimulation. Pt's family member reports that all events have resolved since magnet mode stimulation was programmed to off. Pt's family member plans to eventually have the device explanted. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine whether the device was functioning properly.

Event description:
The patient's explanted products have been returned for analysis and are pending completion.

Manufacturer narrative:
Type of report: corrected data. The medwatch supplemental report sent (B)(4) should have been sent follow-up 01 and it was sent followup 02. This report is follow-up 02 report but being sent as a 01 so report will send.

Event description:
Additional information has been received that the patient's mother felt the vns wasn't providing benefit and felt the myoclonic jerks worsened with vns. Their vns has been turned off for several months and patient would like it removed for comfort. The patient had explant surgery (B)(6) 2013.

Event description:
Product analysis was completed on the explanted lead on (B)(6) 2013. The electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Product analysis on the generator was completed on (B)(4) 2013. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.